Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and event problem and evaluation codes: updated. One used decontaminated sample was returned with its original packaging. Under visual inspection the sample appeared to be in good condition. Outlet nozzle was occluded by finger and cuff inflator was inflated from zero to maximum several times. No abnormalities were observed; pointer was smoothly moving across whole measuring range. Based on functional testing the complaint was not confirmed. There have been no reports of similar complaints going back two years. A device history record (DHR) review was not performed as no fault was found.

Manufacturer narrative:
Date of event: month and year of event have been provided, day is unknown. UDI number is unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the customer noticed the indicator needle would not move smoothly. No patient injury was reported. No additional information is available for this complaint.